Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Labeling included regarding pin site infection.

Event description:
On (B)(6) 2026, the patient contacted tn requesting replacement supplies after reporting that her dog took the cuff and connector assembly, which could not be located. The patient reported that she traveled on a cruise and developed a localized infection, requiring antibiotic treatment while onboard. She described localized tenderness, swelling, redness, and drainage at a pin site. On (B)(6) 2026, the patient was evaluated by the ship's physician and received IV antibiotics. Oral keflex was subsequently initiated per recommendation from the patient's treating hand surgeon. The infection resolved rapidly. Clinical follow-up confirmed no deep infection, no osteomyelitis, and no systemic illness. The patient continued use of the device during the infection period with reduced exercise intensity. No fever, chills, or systemic symptoms were reported. Subsequent clinical evaluation noted possible superficial cellulitis and skin irritation. Pins were removed as a precautionary clinical management decision. No further medication was prescribed.